Manufacturer narrative:
Correction:  h.2. The h.10. Investigation and h.6. Codes provided in follow up #1 MFR report #: 2937457-2023-00202 was corrected information.

Event description:
A peritoneal dialysis (pd) patient's contact reported that there was a fluid leak associated with the patient's pd treatment. An air detected in the cassette alarm was encountered prior to finding fluid that leaked on the pressure sensor and also fluid leaked from the cassette. Technical services advised patient to let the cycler set overnight and dry out and then try to use the cycler again the next day. There was no reported harm in the initial report. Attempts to gather additional data were unsuccessful.

Event description:
A peritoneal dialysis (pd) patient's contact reported that there was a fluid leak associated with the patient's pd treatment. An air detected in the cassette alarm was encountered prior to finding fluid that leaked on the pressure sensor and also fluid leaked from the cassette. Technical services advised patient to let the cycler set overnight and dry out and then try to use the cycler again the next day. There was no reported harm in the initial report. Attempts to gather additional data were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's contact reported that there was a fluid leak associated with the patient's pd treatment. An air detected in the cassette alarm was encountered prior to finding fluid that leaked on the pressure sensor and also fluid leaked from the cassette. Technical services advised patient to let the cycler set overnight and dry out and then try to use the cycler again the next day. There was no reported harm in the initial report. Attempts to gather additional data were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.